Event description:
It was reported that during a laparoscopic gastric bypass procedure, while firing on the messentary, one side of the staples deployed, the other side did not. This happened with two reloads. The case was completed by using the bovie process where the staples had not deployed. There was no pt consequence.